Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phacoemulsification handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the product serial under investigation. The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The handpiece was connected to a calibrated resistance breakout box, where the input impedance, output impedance, resistance, and dissipation values were found to be out of specification. Disassembling the handpiece found moisture ingress and broken o-rings. The root cause of the reported events (system message ¿ loose tip and phacoemulsification none) are both attributed to the broken o-rings which can lead to moisture ingress resulting in lack of phacoemulsification power and the system message. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported the ophthalmic system displayed a loose tip message and no phacoemulsification power during intra ocular lens implantation surgery. The surgery was completed on the same day. The patient impact has not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.